Manufacturer narrative:
Additional information: d10. The lead was returned for the reported events of dislodgement, failure to retract helix, and helix rotation issue. Analysis was normal. The reported events of failure to retract helix and helix rotation issue were confirmed and attributed to blood in the helix region.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure, the right atrial lead had dislodged multiple times and exhibited helix rotation and retraction problems. The lead was explanted and replaced on (B)(6) 2020. There were no consequences to the patient.